Event description:
The hub of the sheath disconnected from the device when the physician was pulling/deploying the angio-seal. The shaft of the device was cut in an attempt to expose the compaction tube and suture. Small hematoma was noted, but hemostasis was achieved initially with a slight ooze and pressure was held. When pt was taken back to his room, he continued to ooze and, a femostop was placed for 3 hours. Patients groin sight is soft and non tender with bruising on follow up (B)(6) 2010. Physician felt that the device failed and manual pressure was needed to achieved hemostasis.